Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k2e 3.6mg plus blood collection tubes had foreign matter inside. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, during use, the customer found 1ea tube has a vitreous fm in the tube.